Event description:
The customer reported that the reservoir was leaking around the heater assembly. The customer stated that there were no physicial complaints related to the leaked solution. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Leaking from unit - capital equipment, unit evaluated at the facility. The fse found the unit leaking from around the heater tank. He replaced the tank assembly and ran a cycle. The unit met specifications.